Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent breast augmentation procedure on (B)(6) 2017 and barbed suture was used. During the procedure, the surgeon was concerned with the amount of barbs on the suture and the surgeon reported not getting appropriate fixation after each pass. The procedure was completed with same like product. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
A needle/suture was returned for evaluation. During the visual inspection of the sample, it was observed body fluids along of the strand. In addition, barbs and loops were as expected. Ten barbs were measured and barbs meet the depth specification. As the sample is an absorbable suture and was returned opened, the degradation process has already begun. According to the sample condition, it could not be determined what may have caused the reported incident.